Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values in the 40s mg/dl were recorded by continuous glucose monitor (cgm) or entered into the pump by the user on (B)(6) 2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. User made bolus requests without entering current bg and while still having insulin on board (iob). Cartridge change sequence was completed at 9:10 am on (B)(6) 2019, user decreased midnight basal rate from 0.875 units/hour to 0.85 units/hour. On (B)(6) 2019 at 11:18 am, user entered a bg of 40 mg/dl into the pump. Immediately following, user requested a 6.45 unit bolus for 40 grams of carbohydrates without entering current bg. On (B)(6) 2019 at 1:54 pm, user entered a bg of 40 mg/dl into the pump. Immediately following, user requested a 7.26 unit bolus for 45 grams of carbohydrates without entering current bg. It is possible the bg values of 40 mg/dl were entered in error. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. It is possible the user¿s personal profile settings need adjustment. Delivering a bolus based on incorrectly entered bg or carbohydrate values could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) in the 40 mg/dl range. The suspected cause of low bg was unknown; however, customer indicated bg level have been due to exercise or eating less food than intended after administering meal bolus. Bg was treated via glucose tablets, raisins, juice, and stopping insulin delivery via pump. Recommendation was made to consult with healthcare provider regarding diabetes management.